Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by changing the infusion set and cartridge and successfully resumed insulin delivery. Customer requested a replacement for the infusion sets, and replacements were arranged to be sent by the support team.